Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a esophagus procedure the cartridge was connected to the adapter, the jaws were checked for opening/closing, then they put the device on the surgical table, however the calibration was performed and the jaw were articulated on their own. There was no patient harm.